Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer thought an occlusion alarm was received; however, the pump history indicated that it was an altitude alarm. The customer's blood glucose level was impacted. The customer changed the cartridge and infusion set and resumed insulin delivery. As the customer had changed the supplies prior to contacting tandem technical support, a system check to determine a possible cause of the occlusion was unable to be performed.